Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump time and date were intermittently inaccurate. The cause for the pump time and date being inaccurate was unknown. The customer's blood glucose was 109 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.